Manufacturer narrative:
(B)(4). Anvil the analysis found that one ec60a device was received with the closure trigger broken off and the anvil locked out in the closed position. The release button broken off and the spring were missing. The joint cover was torn open in multiple places where the articulation links protrude. The tube flange was disengaged from the articulation link and the joint was out of alignment. The anvil deck was torn by the knife and protruding into the tissue path. No functional testing could be performed due to the returned condition of the device. This type of damages to the anvil indicates that the device may have been clamped on to and fired over material of excessive thickness or density. The resulting force on the anvil exceeded its strength, causing it to fail and trap the knife I-beam. The buckled knife bands indicate that excessive force was applied to the firing trigger while the knife was prevented from moving forward. The broken closing trigger and release button are typically seen when excessive force is applied to them visually because of an attempt to open the device when it cannot be opened. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bleb resection, the device was loaded and fired with a green load. Three strokes were completed and on the fourth stroke the knife blade was not able to return. After multiple attempts pressing the release button the jaws would not open. A second device was used to staple the tissue around the jaws of the first device in order to remove the device. It is unknown if there was any tissue damage. It is unknown if there was any blood loss or if a blood transfusion was needed. The second device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.